Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient's pump was replaced on (B)(6) 2024 and explanted on (B)(6) 2024 due to an infection at the pump pocket. The cause of the infection was unknown. Action/intervention: the pump was removed, and catheter was tied off. No further information was available. Outcome: the issue was resolved. The patient medical history were chronic pain and back surgery with hardware. The patient was alive. Additional information was received from a consumer (con) via company representative (rep) stated that the initial reporter was the patient wife.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.